Manufacturer narrative:
Ocd performed retained testing and a batch record review - results were satisfactory. A review of complaints was performed - there were no similar issues associated with this lot. (B)(4).

Event description:
Customer reported that a patient sample with an anti-s did not react with s599. The initial testing was performed in gel using 0.8% screening cells; reactivity was observed. Sample was then tested in gel and an anti-s as identified. Customer then performed the testing in tube by the prewarm method (lis enhancement) and no reactivity was observed.